Manufacturer narrative:
Analysis was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Motor passed motor test. The insulin pump had unexpected restart alarm due to broken interface board solder joint. No external ram error alarms noted during testing. The insulin pump had scratched reservoir tube window and lcd window. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm, external ram error alarm and motor error alarm. The blood glucose at the time of the incident was 121 mg/dl. Troubleshooting was performed. The device was returned for analysis.